Event description:
Customer reported potential false negative hcg using hcg urine cassette; during a clinical trial on women at 38 weeks pregnant, 20 weeks pregnant, and several days post-partum. Smoking cessation clinical trial on post-partum women - study run same tests pre and post birth, which is the reason why test was done on clearly pregnant women. Customer does not run external liquid controls. There was no reported adverse event. No additional information provided.

Manufacturer narrative:
Investigation pending.